Event description:
The pt reportedly experienced intermittencies. External equipment was exchanged and programming adjustments were made; however, this did not resolve the issue. Lock could not be achieved during testing of the pt's device. Surgery to explant the device will be scheduled.